Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted into the patient during a midurethral sling insertion and intravesical botox injection with cystoscopy procedure performed on (B)(6) 2016 to treat a mixed urinary incontinence. On (B)(6) 2019, the patient had exposed midurethral sling material from a prior mid urethral sling insertion. Reportedly, the patient underwent a revision of midurethral sling and periurethral bulking coaptite. Subsequently, local anesthesia was injected into the surrounding tissues. A weighted speculum was inserted in the vagina. The left arm of the mid urethral sling was then grasped with an allis clamp. Under tension, the mid urethral sling was dissected of the anterior vaginal epithelium until the entire left portion of the mid urethral sling was then excised completely. Hemostasis was secured using 2-0 vicryl interrupted sutures. Bulking was then performed by injecting a coaptite. The patient tolerated the procedure well and was taken to recovery in stable condition.